Event description:
The customer reported a displayed pre charge voltage error message. This message will result in a no boot situation. Ther are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.